Event description:
Our company representative for (B)(4) reported that he was trying to perform a 8.0 software upgrade on a x5 handheld computer and the installation would not complete. The products are being returned to the manufacturer for analysis.